Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care provider reported via phone call that the customer was hospitalized on (B)(6) 2020 at 9:00 am due to a high blood glucose of 400 mg/dl. The customer experienced symptoms related to high blood glucose such as nausea, vomiting, weakness and diabetic ketoacidosis. The nurse stated that they treated the high blood glucose with insulin through intravenous therapy. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was provided. The customer stated that the cannula was bent and twisted when they checked the infusion set. The insulin pump will not be returned for analysis. The auto mode feature was not used.